Manufacturer narrative:
(B)(4) (cloudy vision) - (B)(4): eval method results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The pt reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) on (B)(6) 2007. The pt complained of cloudy vision. At the one year post-op visit, the surgeon indicated that a cataract had developed. The pt reported the icl will soon be explanted and the cataract removed.